Manufacturer narrative:
(B)(6). Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1264309. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the burst tubing in the device submitted by the facility. Based on their evaluation and description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima-ii units; bd will continue to track and trend for this issue.

Event description:
It was reported that the bd intima-ii 22gax1.00in prn slm experienced leakage. The following information was provided by the initial reporter: in the CT room, a high pressure injection was performed with intima-ii at a pressure of 200psi. After that, the extension tube ruptured. After replacing a intima-ii, the tube burst no more. After the patient's indwelling needle was placed, chest CT enhancement was performed, and an angiography was performed after connecting the high-pressure syringe pump. It was found that the extension tube of the indwelling needle broke, and the indwelling needle was pulled out and replaced with another indwelling needle. On tube ruptured and did not burst again after replacing a intima-ii.